Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the pulse generator revealed several recorded episodes of ventricular noise reversion, high ventricular rate, and inappropriate automatic mode switch caused by over-sensed noise. Noise was unable to reproduced in clinic, and it was unclear whether the issue was attributed to the right atrial and ventricular leads, or the generator. There were no patient consequences. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that over-sensed noise was attributed to electro-magnetic interference. Additionally, the right atrial and ventricular lead pacing impedances had decreased significantly from measurements at time of time implant. No interventions were reported.